Event description:
AED switching itself on and depleting the pad-pak. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6) 2016. A corrosion bridge was observed on the membrane between track 13 (on_button) line and track 14 (key3_button). This had resulted in the device switching on automatically, leading to multiple 10-minute power cycles which had led to the depletion of an installed pad-pak, as per the reported fault.the fault could not be replicated after the corrosion was cleared. This confirmed a failure of the membrane due to corrosion on the membrane tail. The corrosion observed on the pad-pak and within the device would indicate the device had been subject to storage outside of the recommended conditions. Information from the history log showed the device had performed to specification from installation on the (B)(6) 2017 until the (B)(6) 2019, prior to recording multiple manual 10-minute power ons from the (B)(6) 2019. It is a policy of heartsine to not refurbish devices that have been returned from the field, therefore this device shall be retained and replaced with a sam 350p.

Manufacturer narrative:
Exemption number e2015058. (B)(4).

Event description:
AED switching itself on and depleting the pad-pak. There was no patient involved in this event.